Event description:
It was reported that during routine device change out procedure the implantable cardioverter defibrillator exhibited setscrew anomaly. The device was replaced. No additional information was reported.

Manufacturer narrative:
Correction: this correction is to correct the previously submitted UDI number.

Manufacturer narrative:
The reported set screw anomaly was confirmed in the laboratory. Visual inspection identified a missing aring, stripped aring set screw, and septum material inside the aring screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw.